Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Transducer locked up during patient procedure. The site reported no injury to the patient. The investigation is in progress.